Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the grafts were processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint devices indicates values well within product specifications. One retention sample coated on the same period as the complaint devices underwent water permeability testing at 120mmhg as per iso 7198. The test results indicated a value well within product specifications. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the devices were not defective.

Event description:
It was reported that two pts underwent an aortic surgery with presence of blood oozing. No additional information could be obtained at the date of this report.